Event description:
The reporter indicated that the telemetry (ECG) showed an atrial sensed event with no output for four consecutive beats. This occurred three times during the night. The reporter states that this ventricular no output was not reproducible by changing polarity or by manipulating the pocket. Plans are to explore the pocket in the or/cath lab.